Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Prior to the event, the insulin pump alarmed no delivery. The customer changed the infusion set and then treated by giving a bolus, but the blood glucose levels remained high. The next day, after being released from the hospital, the customer experienced high blood glucose levels and again was hospitalized. Troubleshooting was performed and the insulin pump passed the prim test. Nothing further was reported.